Event description:
Physician reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on posterior side assessed as fold flaw opening. As per the investigation procedure, creases, particles, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side deflation. Device has been explanted.

Event description:
Physician reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on august 19, 2024, with lot number 3539461. Based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on posterior side assessed as fold flaw opening. As per the investigation procedure, creases, particles, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.